Event description:
It was reported intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer changed supplies or only changed the cartridge and successfully resumed insulin therapy. Reportedly, the customer was using fiasp brand insulin, tandem technical support educated the customer this is off label insulin use.